Event description:
A director reported one day postoperative tass (toxic anterior segment syndrome). Additional information was received from the surgeon who reported the patient presented with corneal edema and fibrin in the anterior chamber following cataract surgery. The outcome and prognosis of the event is unknown. In the opinion of the surgeon, it is unknown whether the device contributed to the event. There are three device reports associated with this event. This report is for patient 2 of 3.

Manufacturer narrative:
The questionnaire was received and reviewed by the alcon clinical analyst, who stated: the customer reported a tass event. The volume of water used to flush handpieces (60 ml) is inadequate. The handpiece directions for use (dfu) states a minimum of 120 ml per port is required followed by 60 cc of air. Based on review of the complaint data, the insufficient flushing volume described in the returned facility questionnaire may be a contributing factor to the reported event. It is recommended that the facility be made aware of the correct flushing volumes as noted in the handpiece dfu. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 2 similar report(s) for phaco handpiece. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, asorn recommended practices, and the (B)(4) document. The root cause of the reported event could not be conclusively determined to be related to an alcon product. (B)(4).